Event description:
Package labeled as an 11mm implant but a 9mm was inside the package.

Manufacturer narrative:
Per initial reporter, device is to be returned. Not received as of the date of MDR submission.